Manufacturer narrative:
Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient developed a "gash" on his back under the therapy electrode (te) pads. The patient consulted his physician who recommended removing the lifevest for a few days to let the area air out. Follow-up indicated that the patient was continuing to wear the device and that the gash had cleared up.